Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was getting a cgm reading of 232 mg/dl. The patient said that he was not feeling well. He was outside and he had no glucometer to do a bg fingerstick. The patient did not take any medication or do any treatment at that time. And by around 11:00 pm (B)(6), the patient said he suddenly passed out. He was told that the manager of the establishment he was at called for the paramedics. When the paramedics arrived, the patient was still unconscious. The fingerstick they took showed a bg of 12. The patient could not recall the cgm reading when the paramedics arrived. The patient was taken to the hospital and while in transit, the patient was given glucose gel orally and IV glucose. The patient said he gained consciousness while going to the hospital. At about 11:30 am, the patient arrived at the hospital. The fingerstick taken then was bg 50 mg/dl while the cgm reading was about 300 mg/dl. The patient was given a turkey sandwich, apple juice and apple sauce. The patient stayed at the hospital until (B)(6) 2026 11:40 am, and was discharged. At the time of the call, the patient said he is better. He still has the same sensor on but he is a getting a brief sensor error that has already lasted for about 1 hour in total. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.